Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months post implant of this bioprosthetic valve in the tricuspid position, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the DHR review of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. The sterilization process used by medtronic can kill the microorganisms such as staphylococcus aureus species. The reported organism can be rendered non-viable to the sterilization process during manufacturing. In addition based on the reported information, the endocarditis could have been contributed by patient medical history. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced due to endocarditis resulting from (B)(6) infection, secondary to intravenous drug abuse (ivda) . Prior to the device replacement, the patient presented with a stroke. No other adverse patient effects were reported. Patient weight. Patient's relevant medical history updated. Patient codes and device codes updated. If information is provided in the future, a supplemental report will be issued.